Event description:
Device issue: none. Adverse event: plaque shift. Onset of adverse event: during the procedure. It was reported via a trial that after the xact stent was implanted in the right internal carotid artery, the plaque extended proximally. The emboshield had already been removed from the patient, so a second emboshield was inserted and a second xact stent was deployed. The patient was discharged the following day. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Based on the xact instructions for use (IFU), occlusion is a known potential adverse outcome associated with carotid stents. The product was not returned for evaluation, which may have aided in the determination of the cause. Also, no anomalies to the catheter were reported during delivery system inspection prior to use and preparation. Based on the available information and relevant manufacturing records, the incident does not appear to be related to a product deficiency. A review of the device lot history record did not reveal any non-conformities.